Event description:
Pt reported that he had been experiencing low blood glucose for about a day. He went to the emergency room (exact time not reported) when his bg measured 21 mg/dl using his back up bg meter. His pdm bg meter read 90 at that time. He did not report the treatment he received in the ER, but stated that his bg levels began to return to normal.

Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported inaccurate high measurement results were not confirmed. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel."